Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and was found to be within specification.

Event description:
It was reported that the lead perforated 2 weeks post-implant. The lead was explanted.